Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging a battery charge issue with her onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue with the meter started on (B)(6) 2015 when she obtained a low battery message. The patient alleged that after obtaining the low battery message, she attempted to charge the meter but it would not charge and now it will not turn on. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine in response to the alleged issue. She reported that 24 hours after the start of the issue, she developed ¿high blood glucose levels, thirsty and going to the toilet all the time¿. She reported that on the evening of (B)(6) 2015, she increased her dose of humalog and lantus insulins to treat her symptoms. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The correct test strips were being used, but the meter did not turn on when a test strip was inserted per owner¿s manual or when the power button was pressed for at least 10 seconds. The csr also noted that, based on the information provided, there had been no misuse of the product and the patient had noticed the battery indicator or message per labeling appear prior to the meter not turning on. The csr¿s assessment was an issue with the ac adapter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia after the alleged battery charge issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.